Event description:
The complainant had a cp placed after extracorporeal membrane oxygenation had been placed for the patient admitted in acute myocardial infarction and cardiogenic shock. The pump was supporting but the heart failure was not improving so the team made decisions along with the family to provide only care/comfort. The pump remained on till it stopped beyond the indicated use, at day 13. The stop was allowed to occur and was not replaced per family decision that the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the pump stop has been completed. No product was returned for evaluation. Data logs were reviewed and a sudden high motor current pump stop occurred on day 13 of support. Real time (rt) log at time of pump stop an alarm #13 ¿impella stopped ¿ motor current high¿. A deviation in motor current with simultaneous drop in pump flow and spike in placement signal indicating ingestion was noted before pump stop. Two ingestion events were noted, first event was 20 minutes before pump stop with a second ingestion event 2 minutes before pump stop. Clinical details noted that pump support had exceeded the number of days of design use. The root cause of the pump stop was most likely due to biomaterial.